Event description:
It was reported that pump experienced cartridge alarm 29 while the customer was using insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and was able to resume insulin therapy without further reported issues.